Event description:
User reports discrepancy between inratio results and lab results. User confirmed using improper technique by wiping blood on device. Patient #2, inratio: 1.0, 1.9; lab: 2.03.

Manufacturer narrative:
Investigation pending.